Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The monopolar handle was visually inspected for damages, and the insulation is cracked. Failed insulation integrity test near the distal end. The probable root causes could be handling during cleaning/reprocessing, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.